Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3" preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to damage on the zoom charged coupled device the zoom did not work smoothly, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip, the adhesive on the bending section cover rubber had white-clouded area, switch 1 had a scratch, switch 2 had a scratch, switch 4 had wear, the plastic distal end cover had a dent and a burn, the connecting tube had a dent and a scratch and a wrinkle, the scope connector had a scratch, the grip was shaved, the control unit had discoloration, and the universal cord had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer aspirated water through the instrument/suction channel and wiped/brushed the instrument channel outlet with a lint free cloth, sponge, or brush, and brushed the instrument channel, instrument channel fort and suction cylinder with no reported delays in the precleaning and no abnormalities were observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope zoom was defective. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found due to clogging of the suction tube in the universal cord some foreign material came out of suction port. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.